Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified malfunction which resulted in a delay of medication to a ¿critical patient¿. The event occurred in the surgical intensive care unit (sicu) during patient use. A new pump was requested to continue treatment. There was no report of patient injury as a result of this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.